Event description:
It was reported that the patient's ipg was no longer providing adequate relief. No device malfunction was suspected. The patient underwent a revision procedure wherein the old ipg was replaced with a magnetic resonance imaging (MRI) compatible one. The patient was doing well postoperatively and the explanted ipg was kept by the medical facility.